Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The sample was returned for evaluation. Cracked hub was confirmed for the device. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model nnu10lpt. Chronic catheter allegedly experienced crack. This report was received from a single source. This event did involve patient with no patient consequences. The patient is (B)(6) years of age, the gender is female; however, the patient¿s weight was not provided.

Manufacturer narrative:
For the reported event, the lot number was not provided, therefore a lot history review was not performed. The sample was returned for evaluation. Cracked hub was confirmed for the device. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model nnu10lpt. Chronic catheter allegedly experienced crack. This report was received from a single source. This event did involve patient with no patient consequences. The patient is 91 years of age, the gender is female; however, the patient¿s weight was not provided.